Manufacturer narrative:
The lens was not received for analysis. Halos and glare are a known and labeled possible side effect of multifocal lens implantation. The iol met all manufacturing specifications prior to release. Device not received by the manufacturer.

Event description:
The physician reported the lens was removed and replaced due to the patient's intolerance of halos and glare. The replacement lens was the same model, one diopter higher.